Manufacturer narrative:
(B)(4). Customer returned pump for an alleged device heating up found on (B)(6) 2022. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump successfully downloaded to thus. Test p-cap successfully locked into the reservoir tube. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, the power management graph indicated esd latch-up on an ic. No alarms or alerts noted during testing, , however, low battery alert was found on (B)(6) 2022 at 18:31 and on (B)(6) 2022 at 2:23 and 10:00 as well as change battery fault found on (B)(6) 2022 at 19:06, and (B)(6) 2022 at 3:03 was found in the history files. Pump was monitored and heating up was not noted, pump worked functional. The pump was cut open and the electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay and minor scratches on lcd window. In summary, customers alleged alleged device heating up was not confirmed during testing. No alarms or battery anomalies were found in the pump history file on/around the event date. Pump passed active current and sleep current test. However, a esd latch-up was confirmed due to low battery alert and replace battery alert found in downloaded history. Problem isolated to electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump back was overheating. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.